Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in ck1 (0.3 ml) and ck2 (0.2 ml) with juvéderm® voluma¿ with lidocaine and in ck3 (0.6 ml) and nasolabial fold (0.2 ml) of juvéderm® volift¿. On same day, patient experienced necrosis in nasolabial fold. Patient was treated with hylauronidase, and [illegible information]. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00753 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Event description:
Healthcare professional (hcp) reported patient was injected in ck1 (0.3 ml) and ck2 (0.2 ml) with juvéderm® voluma¿ with lidocaine and in ck3 (0.6 ml) and nasolabial fold (0.2 ml) of juvéderm® volift¿. On same day, patient experienced necrosis in nasolabial fold. Patient was treated with hylauronidase, and [illegible information]. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00753 allergan complaint #pr (B)(4) this MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.